Manufacturer narrative:
It was incorrectly reported that the bed lost all functions. It was actually found that the bed would not calibrate due to a damaged wiring harness #2 with exposed wires. Furthermore, stryker technician robert williams stated that the all the motor and bed functions performed properly prior to replacement of the wireharness #2.

Event description:
It was reported via repair work order that the bed had loss of all functions due to a short in the wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had loss of all functions due to a short in the wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.